Manufacturer narrative:
A getinge field service engineer (fse) reported that they replaced the power management board. The unit passed all functional and safety tests and was returned to customer. The following investigation was performed by carl famulare, technician of the maquet failure analysis and testing dept. (Fat) wayne, nj cf 07 oct 2024. The failure analysis and testing dept. Received part number, power management, rohs, serial number with a reported unit failure of batteries not charging. The failure analysis and testing dept. Performed a visual inspection and observed that component q27 was shorted (burned). This damage poses a risk to the cardiosave test fixture. Due to this damage and the risk it poses, the fat dept. Cannot investigate this complaint any further. Past experience has proven, when q27 shorts, the batteries will not charge. The board is an older revision rev. E and will not go to the supplier.

Event description:
It was reported that before use, the cardiosave intra-aortic balloon pump (iabp) battery#2 & #6 can only charge up to 80%. There was no patient involved.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, d9 return to manufacture date, g3, g6, h2, h6 (investigation conclusions), h11. A getinge field service engineer (fse) reported that they replaced the power management board (0670-00-1162). The unit passed all functional and safety tests and was returned to customer. The failure analysis and testing dept. Received part number 0670-00-1162 power management, rohs, serial number 16 03079 42_swemco rev.e with a reported unit failure of batteries not charging. The failure analysis and testing dept. Performed a visual inspection and observed that component q27 was shorted (burned). This damage poses a risk to the cardiosave test fixture. Due to this damage and the risk it poses, the fat dept. Cannot investigate this complaint any further. Past experience has proven, when q27 shorts, the batteries will not charge. The board is an older revision rev. E and will not go to the supplier. Probable root cause is design.